Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system would not power up. The fse checked the system and found fuse f10 on mpdu (main power distribution unit) keeps blowing due to process of elimination. The fse replaced fuse nr f1, np f10 along with mpd control board and ts network switch to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not power up all the way and the device is down. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the nr f1 and np f10 fuses, main power distribution and network switch was replaced, the system was returned to use in good working order.